Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by the clinician review. Method & results: -device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated that," no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the x-rays provided, the event description appears to be confirmed but insufficient data is available to create a medical report for this case." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient presented with pain in the left hip and the xray showed a stem fracture. A review of the provided medical records by a clinical consultant stated that no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the x-rays provided, the event description appears to be confirmed but insufficient data is available to create a medical report for this case. The exact cause could not be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient presented with pain in the left hip and the xray showed a stem fracture. The stem was therefore revised successfully to a restoration modular stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient presented with pain in the left hip and the xray showed a stem fracture. The stem was therefore revised successfully to a restoration modular stem.